Event description:
Insert disassociated from the shell.

Manufacturer narrative:
H6. Method: - device inspection/manufacturing records reviewed with no discrepancies noted. Also, reviewed operative reports and pt's pre-op history and physical report. H6. Results: - review of documentation indicates there were no design discrepancies and that the components complied with their design specifications. - there is insufficient info to determine the exact cause of this occurrence. Possible causes for insert displacemaent are: insert not properly aligned when impacting, not completely seated by impaction, shell was improperly positioned, impingement, excessive pt activity, trauma, or damage of components during insertion. H6. Conclusion: - insufficient info to determine.